Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device was not returned to manufacturer. However, screenshots reveal visible blower voltage and current but with zero rpm. Logs show high temperature-related alarms with "no o2 dosing possible" alarm being activated intermittently. With oxygen gas path test, safety valve is leaking -66.46 l/min.

Event description:
The customer reported blower failure with bellavista 1000. The customer believes issue is due to lack of filter exchange and performed a blower test. There is no patient involvement during the event.